Event description:
As reported: "c-ring in 1320-0111 detached during surgery. No replacement device used:"

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matched the alleged issue. The device inspection revealed the following: the received target device overall appeared to be in good shape with normal signs of usage and no visible damage. However, the c-ring at the proximal end was found to be slightly disfigured and was having a greater gap with the metal tube. The c-ring could be detached with minimal force which is not desirable. The c-ring had deformed which confirms that it was mishandled during use and/or during reprocessing. A pre-surgical functional test was performed by attaching a nail to the target device to check the clamping function of the c-ring. It was found that the nail could still be held by the target device and that the functionality was still given. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The deformation of the c-ring clearly indicates towards a mishandling at the user end. Mostly likely the c-ring was forcibly removed for reasons unknown. The c-ring is not designed to be detachable. If it is done, it is considered as an off-label use. In no case, the ring shall be detached, not even for cleaning purposes. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : hospital retained.

Event description:
As reported: "c-ring in 1320-0111 detached during surgery. No replacement device used:"